Event description:
It was reported that the tip of the thoracic pedicle feeler broke off during a spine procedure. It was reported that no pieces fell into the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pointer tip broke off was able to be confirmed. During the device inspection, the setscrew securing the pointer tip in place was found to not be fully seated. The absence of loctite residue on the setscrew threads indicated a failure during manufacturing.

Event description:
It was reported that the tip of the thoracic pedicle feeler broke off during a spine procedure. It was reported that no pieces fell into the surgical site. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.